Event description:
Consumer reported that she purchased the wheelchair/scooter in 3/96. Recently, the arm broke off and the MFR told her that it would take 8 days to ship a new chair to her. She could not be without the chair for that long so she took it to a local co and had the arm welded back on. The welder told her that it was "inferior material" and would break off again.